Event description:
It was reported that during a pci procedure, the viva balloon ruptured at 12 atm on the third inflation. The number of atms reached on the first two inflations is unknown. The location of the lesion being treated is unknown. The procedure was successfully completed with another of the same device. No pt injuries or complications were reported. Pt status is reported "good".

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are unable to determine the root cause of this event.